Event description:
Healthcare professional reported pt felt discomfort while using homechoice device for apd therapy. Pt presented to hosp on 11/4/97 with abdominal pain. Healthcare professional states homechoice device is not attributable to pt's abdominal pain, pt feels discomfort regardless of how peritoneal dialysis is administered. On 11/21/97, pt had catheter removed and switched to hemodialysis. Pt was released from hosp on 11/24/97.

Manufacturer narrative:
The homechoice device was evaluated at the mfg facility. Review of the event log revealed "manual drain", as well as "check pt line" and "low drain" alarms. Low drain alarms were bypassed by the homepatient. A simulated pt therapy using the hp's program was performed and no problems were encountered. A disposable intetrity test and perf test were performed with passing results. A 500ml fluid transfer was performed both to and from the homechoice. Results from these tests and test treatments indicate the unit was functioning properly and within design parameters.